Manufacturer narrative:
The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event (damage cable) was confirmed during external visual inspection. Analysis of the device revealed that the device failed to meet specifications. The battery failed external visual inspection and passed functional testing; however, still performed as intended. The most likely root cause of the damaged cable can be attributed to wear of the outer sheath as a result of excessive bending. The usage pattern most likely contributed to the broken outer sheath and the exposed cable wire. Per instructions for use (IFU): the instructions for use and patient manual outline inspect batteries for physical damage, including the battery cable and connectors once a week and to not use batteries that appear to be damaged. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported by the site that here is a tear in the black outer covering of the battery, this is a new battery issued on (B)(6) 2016. Pictures submitted show the tear is in the cable covering of the battery.